Event description:
A 29-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2019. On (B)(6), 2025, the patient notified novocure that she had discontinued optune gio therapy on (B)(6), 2025, due to scalp inflammation and was subsequently prescribed cortisone by her healthcare provider. After resuming device use on (B)(6), 2025, she again experienced scalp inflammation and stopped therapy a second time. An antibiotic was prescribed, which resulted in improvement of the scalp condition. However, the patient developed gastrointestinal issues and, as of (B)(6), 2025, had not regained sufficient strength to resume optune gio therapy. The prescribing physician has been contacted for additional information, but no response has been received to date.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the scalp inflammation cannot be ruled out. The gastrointestinal issues were unrelated to device use. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).